Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the central venous pressure (cvp) and pulmonary arterial pressure (pap) was not displaying at the central nurse's station (cns) but was at the bedside monitor (bsm). The values were showing but no waveforms were displayed. They confirmed that the bsm settings were the same as another working unit. They replaced the ay input unit with another one and the data was transmitting properly to the cns. No patient harm was reported. Investigation summary: on a follow up with the customer, they clarified that the values of the data were showing, but there were no waveforms. The complaint input module was returned by the customer and was evaluated by nihon kohden repair center (nk rc). Nk rc was unable to observe and duplicate the reported issue. The complaint input unit was attached to a bsm-6000 and the was then connected to the cns. The input unit was displaying waveforms at the cns. The reported issue could not be confirmed. A review of the history of the serial number identified no other occurrences of the issue. Based on the available information, a definitive root cause could not be identified. However, it is likely that the customer's cns display parameter settings were not configured to what the customer desires. If cvp and pap waveforms are not selected as a displayed parameter, these waveforms would not be displayed on the cns.

Event description:
The biomedical engineer (bme) reported that the cvp (central venous pressure) and pap (pulmonary arterial pressure) was not displaying at the central nurse's station (cns) but were displaying at the bedside monitor (bsm). The values were showing but no waveforms were displayed. Confirmed that bsm setting were the same as another working unit. They replaced the ay input unit with another one and the information was transmitted to the cns. The bsm itself was not returned, but the ay-653p input unit sn (B)(6) which is part of the bsm system was returned for evaluation. No patient harm reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the cvp (central venous pressure), and pap (pulmonary arterial pressure) was not displaying at the central nurse's station (cns) but were displaying at the bedside monitor (bsm). The values were showing but no waveforms were displayed. Confirmed that bsm setting were the same as another working unit. They replaced the ay input unit with another one, and the information was transmitted to the cns. The bsm itself was not returned, but the ay-653p input unit sn (B)(4), which is part of the bsm system was returned for evaluation. No patient harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional model information: concomitant medical device: the following devices were being used in conjunction with bsm unit: the ay input unit is the unit that failed. Input unit, model: ay-653p, sn: (B)(4), device manufacturer date: 04/03/2019. Unique identifier (UDI) #: (B)(4). Returned to nihon kohden: 09/21/2020. The central nurse's station was monitoring the bsm: central nurse's station: model: cns-6801a, sn: (B)(4).

Event description:
The biomedical engineer (bme) reported that the cvp (central venous pressure) and pap (pulmonary arterial pressure) was not displaying at the central nurse's station (cns) but were displaying at the bedside monitor (bsm). The values were showing, but no waveforms were displayed. Confirmed that bsm setting were the same as another working unit. They replaced the ay input unit with another one, and the information was transmitted to the cns. The bsm itself was not returned, but the ay-653p input unit sn (B)(4), which is part of the bsm system was returned for evaluation. No patient harm reported.